Event description:
It was reported that the lv lead fell out of the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood/body fluid was found on all conductors (not obstructed), and the outer insulation was melted.